Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had nausea and was vomiting. The cause of the event was not determined by md. It was indicated that the programming and histories were accurate. In addition. The reservoir was placed correctly in the pump. The customer stated that two error alarms had occurred and the did not realize that all the settings were cleared. Troubleshooting was done and the pump tested ok. It was stated that the customer was educated on the alarms.